Event description:
It was reported that the customer's insulin pump kept alarming motor error during the rewind process. Troubleshooting was performed, and found that the device was exposed to a high magnetic field. Unable to perform the displacement test. It was mentioned that the customer experienced high blood glucose levels. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip.

Manufacturer narrative:
Unit was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. The insulin pump had scratched display window, cracked display window corners, battery tube threads, reservoir tube lip and cracked reservoir tube.